Event description:
It is reported that the patient is experiencing pain, loosening, crunching noise and difficulty walking.

Manufacturer narrative:
This report will be amended when our investigation is complete.